Event description:
It was reported that the intensive care ventilator suddenly posted an alarm during use, shut itself off and could not be restarted. As per report, the users have connected the patient to another device; no health consequences have occurred, finally.

Manufacturer narrative:
The involved device is eight years old and not under a service contract; the user facility did not involve the local dräger s&s organization into examination and repair of the device. Dräger contacted the hospital for the purpose to obtain further information but no additional details could be provided. The ufr was the only source of information which does not allow a case-specific evaluation. The following can be derived: a shut-down would suggest that the device ran out of electrical energy. Since the workstation is equipped with an internal battery to cover mains power losses, the shut-down cannot have occurred in single-fault condition. The simplest explanation would be that the device was not connected to mains supply and operated on internal battery until the latter was depleted. It would also be imaginable that the device was put into operation with a completely worn internal battery and a malfunction in the power supply had occurred, or the latter has switched itself off due to overheating because the dust filter at the opening through which the device takes in ambient air for cooling was clogged. Other explanations may apply as well, a differentiation on the base of the very few transmitted information is not possible. Component malfunctions, use errors, infrastructure issues, lack of preventive maintenance or a combination of these factors have caused or contributed to the event. The device is designed to post an acoustical alarm at complete loss of power which is buffered by an independent power source - this alarm has reportedly been posted.